Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2020 and (B)(6) 2020 recorded the rv sensing amplitude fluctuating between 7.5 and 15 mv with a drop onto approximately 7.5 mv in (B)(6) 2020. The rv pacing impedance was recorded between 710 and 820 ohms with two drops onto 640 ohms. The rv shock impedance was recorded between 510 and 650 ohms, with a drop below 200 ohms in (B)(6) 2020. The analysis of the provided iegm episodes revealed artefacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported, that after approximately 70 months oversensing was detected. An impedance measurement of less than 200 ohms was also observed, coinciding with the beginning of the noise episodes.